Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The date on the meter was not set correctly. The result from the meter memory was 4.3 inr at "29-04-07 8:40." The result from the patient's logbook was on (B)(6) 2022. One hour later, the result from the laboratory using an unknown reagent was 2.9 inr. Per the patient's cardiologist, he held his warfarin dose that day and resumed 5.0 mg warfarin dose on (B)(6) 2022. The therapeutic range was 2.0-3.0 inr. The frequency of testing was not provided.

Manufacturer narrative:
Only the reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The result alleged by the customer was observed in the meter¿s patient result memory. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.